Event description:
The hcp reported that during orthopedic spinal surgery, the pt's catheter had to be revised due to damage during surgery. The doctor trimmed approx 8 to 10 mm from the damaged distal section and reconnected it with the pin. The hcp got cerebral spinal fluid return from the repaired distal end. The hcp did not clamp the catheter's proximal end and did not aspirate it either. No priming bolus was performed after the catheter revision. The hcp stated that 24 hrs had elapsed since the revision. The drug contained in the pt's pump is lioresal (2000 mcg/day) delivered at 300 mcg/day. No pt symptoms or outcomes were provided. Add'l info has been requested from the hcp, but was not available at the time of this report.